Event description:
On (B)(6) 2012, the patient claimed she was hospitalized and received medical intervention with insulin drip while she had issues with the date/time on the animas insulin pump. Her blood glucose was at 470 mg/dl upon admission to the hospital. Reportedly, the insulin pump was one hour ahead with the year 2013 at the time of concern. During troubleshooting, the animas representative assessed the patients alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The product has been requested back for investigation. This complaint is being reported because, the patient received medical intervention suggestive for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be delivering insulin accurately. The pump was exercised for 24 hours with no issues. Multiple manual date and time changes were noted in the pump history causing the date/time to be incorrect. The pump history does not show any indication of the pump time and date setting to default upon removal of the main battery. Unrelated to the event the internal battery was found to have failed during the investigation.